Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2015. At the time of contact, the patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data log on 03/27/2015. The complaint of inaccurate cgm readings was confirmed.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor device was not returned to dexcom. The transmitter device (9438-05/67f5h), used with the complaint sensor device, was returned on 04/13/2015. The returned complaint transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Evaluation of the returned transmitter did not confirm the reported event of inaccurate blood glucose values.